Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: a review of the black box showed several unexplained power on reset events. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and fit to maintain an electrical connection. The battery cap measured within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ez-prime steps were performed successfully. During the 24 hour testing, the pump emitted a call service 088 watchdog alarm preventing adequate investigation of the intermittent power issue. The pump cover was removed to find moisture corrosion on the watch dog circuit and to the power printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.